Event description:
Boston scientific lot # 36860569, regular was to be used during procedure for hemostasis. Upon attempted deployment, the item clamped but when cable attempted to separate it did not. The md attempted to give it a wiggle, but it detached from wound. Came loose while pulling tool through the scope but was able to push clip intact back out of the scope. Another clip from a different lot was used without issue.